Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg (battery) displayed a 'replace generator soon' error message beginning approximately 2 weeks ago. Reportedly, the company representative met with the patient and confirmed the issue. As such, the patient is satisfied with stimulation, however she's in need of contraindicative testing (MRI ) at a future date.

Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the ipg was explanted and replaced with a new model which resolved the issue.